Manufacturer narrative:
Qn#(B)(4). Upon investigation of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 01/27/2020, was sent in error.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the arterial swg (spring wire guide) unraveled.

Event description:
The customer reports: the catheter did not work due to an extra layer of plastic inside the device which led to guidewire unable to enter. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was reported to be delayed/interrupted.